Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose and no delivery alarm from the insulin pump. The patient's blood glucose of the time was 410 mg/dl. The customer stated she was getting high blood glucose readings and pulling out the sets and finding bent cannulas. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 1.0u. The customer stated that the pump did not alarm under 5.0u. Customer was advised to monitor the pump.